Manufacturer narrative:
Lot number ¿ 18e002, 18g016. Photographs of three (3) samples were provided for evaluation. Visual inspection of the photographs revealed that the bladders of all three devices were ruptured. The reported condition was verified. The cause of the condition could not be determined from the provided photographs. A batch review was conducted for both reported lot numbers and there were no deviations found related to this reported condition during the manufacture of either lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
This report summarizes <noe> 11 </noe> malfunction events. It was reported that the bladders of eleven large volume infusors ruptured. Nine of these events occurred after filling with no patient involvement, and two of the events occurred during infusion with no patient impact. No additional information is available.